Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - one day post implant, the patient developed a hematoma. No actions were taken because it resolved by itself.